Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. As a result of the pneumothorax, placement of a chest tube was required and the patient was hospitalized. It was reported the following instruments were used during this procedure: intuitive 23g flexision needle, and a biopsy forceps. The target lesion was 7mm in size, of solid appearance and located in the outer third of the left lower lobe. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information regarding the reported event is obtained. The system logs were reviewed for this procedure by an isi failure analysis engineer: no relevant errors were observed during this procedure. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. As a result, placement of a chest tube was required to resolve the pneumothorax and the patient was hospitalized. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.